Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as mrd ID: 2134265-2016-09856. It was reported that the burr became stuck on guidewire and wire fracture occurred. A 330cm rotawire and an unspecified rotablator burr were used. During preparation, while priming was done, the burr spun over the wire and caused the wire to shear and tangle. The wire was stuck in the burr and was cut forcibly. No patient complications were reported as the device did not enter the patient's body.